Manufacturer narrative:
Per the user guide: make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations. You should also always have an appropriate emergency kit with you. Talk with your healthcare provider regarding what items this kit should include. Supplies to carry every day: ¿blood glucose testing supplies: meter, strips, control solution, lancets, meter batteries no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl and an insulin injection was administered to address bg. Customer was did not have additional sensors at the time of event and was not monitoring bg. In addition, the non-tandem infusion set cannula was not completely inserted.